Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced a high blood glucose of 21.4 mmol/l. The customer alleged that the insulin pump was under delivering insulin. The customer also stated that they had changed infusion set after lunch and took 6 units of insulin and think that the insulin pump was not delivering because blood glucose kept rising. The customer's current blood glucose level was 21.4 mmol/l. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.